Event description:
It was reported that transmitter failed error occurred. It was indicated the patient started their transmitter past the 'use by' date, which is off-label usage of the device. The product was evaluated. An external visual inspection was performed and passed. Transmitter voltage test was performed and passed. Pairing test was performed and failed. A review of the share logs was performed and transmitter failed error was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).